Event description:
The reporter did meter to hcp meter comparison tests, side by side reporter's. Result was 131 mg/dl, and the doctor's meter reading (surestep) was 336 mg/dl. Reporter did not have any symptoms. Control tests of 90 and 75 were low, outside range (95-142). No harm was alleged.